Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model ch-10. This product was used for the product code, and 501k. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding a chemoclave bag spike in which it was reported that it was unable to infuse through the clave spike. The caregiver had to take spike out and re-spike. The medication was used is duvalumab. There was patient involvement, but unknown delay in therapy and unknown adverse events.